Manufacturer narrative:
Section d6b: explant date: not applicable, lens remains implanted, therefor not explanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581: device decentered or dislocated or tilted subluxated or wrong position. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the preloaded extended depth of focus intraocular lens (iol), the result aimed for was emmetropia. The calculator predicted residual astigmatism was -0.43d. The account also reported that the astigmatism did not decrease thereafter, so the iol position was adjusted in a secondary operation on (B)(6) 2025. The patient was examined on (B)(6) 2025 and the refraction was s±0 c-1.75, which is not markedly different from the preoperative findings. Preoperative keratometry: k1 = 7.39, k2 = 7.00 @ 180°; astigmatism -2.75 d @ 90°. Refraction on the day after surgery was s+1.00 c-3.50, refraction two days after surgery was s+0.75 c-3.75 (no axis shift). There were no patient injuries, and no other medical intervention was required. Through follow-up we learned, that until the iol position was adjusted, the iol didn't rotate, however, it appeared to have shifted slightly nasally. The planned axis orientation was 0 degrees. The axis orientation at implantation: 0 degrees. There were no unexpected surgical procedures and no additional medications were prescribed. No further information was provided.